Event description:
It was reported that the patient had been getting an ipg low battery indicator message on their patient programmer and has now reached end of life. It is unknown when message was first seen. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was explanted. Replaced, and therapy was restored.